Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known.

Event description:
A customer reported that their AED's asi is blank, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The battery was requested to be returned for further evaluation and testing, however the customer had already disposed of the battery pack and root cause could not be determined. Once a new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service.